Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with material just below the fracture surface is plastically deformed. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the driver sheared off in the bone screw during removal of the screw. No device fragments were left in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.